Event description:
It was reported to boston scientific corporation that an interject sclerotherapy needle was used in the patient's stomach during a gastrostomy procedure performed on (B)(6) 2014. According to the complainant, the needle was blocked. They tried to inject fluid but nothing came through. The procedure was completed with another interject sclerotherapy needle. No visible issue with the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found no issue with the outer sheath and the needle extended. When the handle was actuated, the needle would extend and retract without issue. Functional evaluations included compressing air and injecting a water filled syringe through the device, both air and water could pass through which confirmed that the device had no occlusions. Additionally, a .009¿ diameter wire passed through needle without issue. The complaint was not confirmed; the device was not blocked/occluded. Therefore, ¿not confirmed¿ is selected as the most probable root cause for this complaint. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an interject sclerotherapy needle was used in the patient's stomach during a gastrostomy procedure performed on (B)(6) 2014. According to the complainant, the needle was blocked. They tried to inject fluid but nothing came through. The procedure was completed with another interject sclerotherapy needle. No visible issue with the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event that no fluid would flow through the catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.